Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized a high blood glucose of 938 mg/dl. Prior to the hospitalization, the customer's blood glucose was 359 mg/dl. He ate lunch and when he tried to bolus his pump alarmed with a motor error and no delivery. He then attempted a battery change but the pump did not power-up. Later, he was hospitalized for his high blood glucose and diabetic ketoacidosis; the paramedics made him remove the pump. He was treated with an insulin drip and fluids va IV drip. The insulin pump will be returned for analysis due to the alarms and a replacement device was shipped to the customer.